Event description:
It was reported that during preparation of the cervical spine for implant of the artificial disc the tip of the rail cutter bit was broken off into the vertebral body. It was reported that 5 mm of the instrument remains in the c6 vertebral body. No pt complications were reported. No revision surgery is planned.

Manufacturer narrative:
The device was returned to medtronic where visual examination found that the drill is broken at the root of the fluting which is the section subjected to the highest loading levels. The observation of the fracture appearance shows a ductile fracture where the drill first untwisted before the ultimate material strength was exceeded. The outside diameter of the drill measured within specifications. No defect was observed that would contribute to a weakening of the part. A review of the device history records found no documentation to indicate a non-conformance to specification. Examination of post-op lateral x-ray reveals artificial disc in good position at c5-6 with fragment of bit in the body of c6.